Event description:
It was reported that the patient had passed away. The wearable was inserted into the abdomen which is off label usage of the device. On (B)(6) 2026, the patient´s mother found the patient deceased in his bed at 08:00 am. The patient was surrounded by nuts, that he most likely tried to eat in an attempt to raise the blood glucose level. When the patient was found, their body was still warm. Emergency services were called, and the healthcare provider (hcp) tried to reanimate the patient. Injections with adrenalin and glucose were given, but without success. The cause of death was reported to be hypoglycemia per the death certificate. It was reported that the patient was possibly taking pregabalin around the time of the event. It was unknown what the cgm device was displaying at the time of the event, and no direct allegation was made by the reporter. No product was provided for investigation; however, the receiver was requested to be returned to dexcom. No data could be located from the time around the event. No contact details from a healthcare provider was available, and no follow up could be done. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.